Manufacturer narrative:
On october 29, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed three (3) tears on the posterior view, all of them measuring approximately 0.1 cm. Microscopic examination of the edges of the tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: on may 6, 2020, mentor became aware that section d4 serial on the initial report was left blank, it should have been filled with (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on october 13, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 300cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a mentor memorygel breast implant, catalog number 3503001bc, serial number (B)(4) on (B)(6) 2020.